Manufacturer narrative:
Manufacturer updated from (B)(4)., to reflect the correct manufacturer. (B)(4) notification sent to (B)(4).

Event description:
It has been reported that the right wheellock isn't working on a v18rfr wheelchair.

Event description:
It has been reported that the right wheellock isn't working on a v18rfr wheelchair.